Event description:
The customer reported that the t:slim x2 pump battery was not charging, and a power source alert with error code 07 was present in the pump history. There was no adverse impact on the customer's blood glucose level due to the issue. To resolve the charging problem, the customer used non-tandem charging supplies, contrary to tandem's recommendations. Although the pump began charging, it later failed to turn on, prompting technical support to replace the pump and charging supplies.